Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes e-76 and e-155 were found in the ventilator's downloaded error log. The device's exhalation flow sensor was replaced following the recommendation of fco 003.